Event description:
Customer reported the dpm5 monitor displayed a co2 communication error which may have resulted in a possible loss of co2 monitoring. No reports of pt injury was reported.

Manufacturer narrative:
Mindray service representatives reset the monitor to the correct settings and resolved the issue. Performed all functional and safety tests.